Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The insulin pump was removed from the customer at the time of the event. At the time of the report the customer's blood glucose reading was 585 mg/dl. Troubleshooting was performed. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.